Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is currently unavailable.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site received a generator not ready message during install following boot up and that there was only a 14.75 dc voltage between tp17 and tp18 on the standalone board when it should be 24 vdc. There was no patient involvement.